Manufacturer narrative:
The device was explanted due to an unspecified reason. The device passed all electrical tests confirming correct device function. (B)(4).

Event description:
Per the clinic, the device was explanted and received at cochlear analysis team with no reason for return on (B)(6) 2019.